Event description:
It was reported there was positioning/fixation difficulty. The lead was explanted and replaced. There were no patient complications reported for this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found; full lead was returned and analyzed.